Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not being detected on the bus. The field service engineer (fse) inspected half-height drawers 4.1 and 4.2 on the auxiliary cabinet, checked all connections, and tightened them as needed. The fse used the hardware test application (hta) to remove each pocket for inspection and found several areas with medication contamination, which were cleaned. The fse found that double pocket e5 in 2.1 was showing as a triple pocket and would not eject. The fse manually removed the defective pocket, and service was restored. Hta tests for this device and storage space were performed. A proactive inspection was completed, and no repair was required. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7dwr_aux.drw.4.2 and 4.1 were not detected on the bus. The customer tried to recover the machine multiple times; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.